Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during a revision surgery when the lead was reinserted into the battery it would click, but the lead kept backing out when pulled. The healthcare provider retried several times and was not comfortable with the lead/battery situation, so they proceeded to place a new battery on the lead. The issue was noted to be resolved, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ii (serial#(B)(4)) passed all testing in the laboratory and no anomalies were identified. A lab functional test determined there was good stable output on the electrode pairs the implantable neurostimulator (ins) had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.